Manufacturer narrative:
The device had been in service for this device is less than 1 + year. Visual evaluation of the subject product found thermal damage to an internal component (u2 logic chip). Heat damage is present on the u2 component with evidence of overheating on the power supply heatsink. The heat damage on the chip was located on the surface. The damage to the internal component described above is causing the functional issue reported. There was no identification of a manufacturing/material defect. Sample evaluated.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol x-stream controller was continuously running without shut off. The operating room staff replaced the controller to complete the case. As reported, one tubing set was used with the controller and the device was not tested. As reported, there is no physical damage, the void seal is not broken and the staff is familiar with the use of the device. There was no reported patient injury. Sample evaluation identified heat damage to internal components.